Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to the forceps channel and the suction cylinder, and the sub-water supply channel, but the foreign object could not be identified. Due to leakage due to the rubber pinhole, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, due to a pinhole on the bending section cover rubber the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide lens had a crack, the bending tube was deformed, and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had stiff and reduced angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the channel tube had foreign material attached, the suction cylinder had foreign material attached, and the jet tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.